Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia as well as hypoglycemia. Customer¿s high blood glucose level was 550 mg/dl and the low blood glucose level was 37 mg/dl. The customer's other blood glucose level was 375 mg/dl. The customer treated for high blood glucose with the manual injection. Customer did not report any symptoms for their high or low blood glucose level. Customer declined troubleshooting for their blood glucose level. The insulin pump will not be returned for analysis.